Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the customer attempted several steps, including disconnecting the tubing and delivering boluses, but the occlusion alarm persisted. The customer continued to the use the pump for insulin therapy.